Manufacturer narrative:
Clarification to model: serial numbers provided as (B)(4), corresponding sides unknown. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: wound dehiscence. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿pain¿, ¿wound appeared in right breast¿, and ¿swelling and heavy blazing in the upper area, where the pain goes to right arm.¿ the device remains implanted.